Event description:
On (B)(6) 2009, patient reported today he noticed the infusion tubing had become disconnected from his infusion site and when he removed the headset, he noticed it might have been damaged. He stated he noticed the area around his infusion site was bruised and painful. Patient reported he does not known if the headset and infusion tubing were pulled or something rubbed forcefully against the area. He stated he is not certain if the product was misused; or accidentally bumped or pulled today. Patient reported he noticed the headset appeared to be bent possibly on top; and cannula may be kinked; no information on the infusion tubing was provided. Patient reported he inserted a new headset, attached new tubing and primed his partial cartridge and was able to successfully bolus 1 unit of insulin to fill the new cannula. He stated he put the infusion device back in run mode. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation.